Manufacturer narrative:
H.6. Investigation summary: confirmed: reported condition was observed at bdm-ps.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear auto-reacted when the needle guard was removed. The following information was provided by the initial reporter: I have been informed that a buvidal device auto-reacted when the needle guard was removed (no patient involvement).

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ x100l png clear auto-reacted when the needle guard was removed. The following information was provided by the initial reporter: I have been informed that a buvidal device auto-reacted when the needle guard was removed (no patient involvement).